Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that there was a battery replacement warning during self-test. Available details indicate that when the nurse used the defibrillator for self-testing, she found that the battery was replaced or the treatment was disabled, so that the defibrillator could not be successfully inspected and used, so she immediately contacted the equipment department for treatment. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : multiple attempts were made to request information.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported that, during the self-test of the defibrillator, the nurse found repeated warning that battery replacement or treatment is disabled. There was no patient involvement.